Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. The device activated once the energy button was pressed. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a lap lobectomy, the device did not cut the target tissue. The generator was unknown. Another device was used to complete the case. There were no adverse consequences to the patient.